Event description:
New information on (B)(6) 2016 stated that on (B)(6) 2016, the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead continued to exhibit chronic noise. The lead was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information on 11/3/16 stated that on (B)(6) 2016, the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible with isometric testing. No intervention was performed. The patient was asymptomatic.

Event description:
It was reported that noise was occurring on the atrial lead, causing the patient to feel lightheaded and dizzy. The noise could be reproduced with isometrics, pocket manipulation and by the patient laughing. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on (B)(6) 2018 stated that the patient presented for normal device change out procedure. During procedure, insulation anomaly was noted on the right atrial lead. The lead was connected to pacing system analyzer and exhibited noise. The lead was capped and replaced. The patient was in stable condition.